Manufacturer narrative:
The reported event of no pacing output and loss of capture was not confirmed. The device was received with normal outputs and normal leads impedance. Electrical and mechanical tests performed including output verification, capture test, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.

Event description:
It was reported that during a follow up in clinic, loss of pacing and loss of capture were noted on the device resulting in the patient experiencing dizziness. The device was explanted and replaced to resolve the event. The patient was in stable condition.